Event description:
It was reported by service report that the bed went into CPR on its own. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: alleged defect could not be replicated. Conclusion: device was put back into service.